Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately one and one-half months post the device system implant.

Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately one and one-half months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and was not received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. A reduced analysis completed. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and not be received.